Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Bleeding-upper lip [lip haemorrhage]. Cut upper lip [lip injury]. Brushheads are coming off while brushing teeth, experienced a cut to upper lip and bleeding as a result [injury associated with device]. Brushheads are coming off [device breakage]. Case description: a (B)(6) male consumer reported via phone on (B)(6) 2016 that the oral-b brushhead, version unknown was coming off while he was brushing his teeth with an oral-b rechargeable toothbrush, version unknown. He stated that he experienced a cut as a result to his upper lip and this had happened to him twice with the same brush heads. He noted that there was also some bleeding with that, but he stopped the bleeding and it went away after about 5 to 10 minutes. He reported that the cut was still slightly present, but it had improved. The consumer stated that he had used the brush heads twice a day, but had discontinued use of the product two weeks ago in (B)(6) 2016. He did not seek any advice from a health care professional. No further information was provided.